Event description:
A customer contacted beckman coulter inc. (Bci) reporting that they were getting air pressure high errors on the synchron cx5 delta clinical system and wash concentrate leaked when the reagent level was low. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
Bci cts (customer technical support) assisted the customer in adjusting the 5 psi regulator. Customer stated wash concentrate was fine following troubleshooting with cts. No service request was generated. The issue was resolved over the phone with cts.